Event description:
It was reported that an asymptomatic patient presented for follow up with multiple episodes of vf due to noise. All episodes returned to sinus and no therapy was delivered. It was later reported that externalized conductors were observed via diagnostic imaging. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.